Event description:
My name is (B)(6) and I'm a patient of dexcom utilizing the dexcom g7 sensor. It is 6:26 pm eastern standard time on friday, august 9 and I just hung up with dexcom customer service in the united states. For the past four days I have been experiencing an unusual intermittent pain and burning sensation at the site of my dexcom sensor. I initially thought that the sensation may subside, however, it increased in frequency, and I called to inform dexcom customer service to see what advice they had to help me. Dexcom customer service stated that I should indeed remove the sensor. However, they stated that they could not offer me a replacement for the sensor. I am very concerned about the way I have been treated as a dexcom patient. First of all, it is highly unusual to have this type of sensation and the fact that, they told me to remove the sensor, which is costly, without offering a replacement seems like a strong disservice to me as a patient. It is not at all reflective of patient-centered care. The gentleman on the phone was very kind but his supervisor would not let him further help me and he stated he felt very bad. I would like an investigation into the matter. I don't comprehend why they wouldn't want to further understand why a patient felt such discomfort and at least help in some way. My telephone call is recorded and I appreciate you investigating this matter and following up with me. I also would like the proper resource to report this matter to the FDA. It is imperative to share this information to protect me as a patient and others who may be adversely affected. Thank you for your help in this matter. Sincere regards, (B)(6). Ref report: mw5158430.